Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella cp support. While on support, a pump stop occurred. The pump was replaced. The procedure was outcome was successful with the new pump. The patient survived the event.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately 11 days later, the motor current was high with saturated flows 4l/min and following the pump stopped. The pump was restarted again. However, the device was explanted and replaced with another impella cp pump 2. However, this device too would temporarily stop. The patient was noted to have subsequently expire. Medical safety review of the event noted there is limited information. There is not enough evidence to exclude impella cp pump 1 (this report) as an associated factor in the patient's outcome. There is no information on ultrasound to diagnose a possible clot (as noted for impella cp pump 2 event story).

Manufacturer narrative:
This is one of two devices associated with the reported event. Refer to manufacturing report number 1220648-2025-27059 for report on the impella cp device pump 2. Correction was made to type of reported event to reflect death. Note: device investigation previously reported remains applicable.

Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was not returned for evaluation. As per the data log review and clinical information, the evidence suggests biomaterial ingestion. Therefore, the root cause of the temporary pump stop issue was most likely biomaterial. The following have been reported incorrectly on manufacturer device report 1220648-2024-24650.